Manufacturer narrative:
H3, h6: a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that per case details, the loose bodies were removed, and debridement done. The procedure was completed using a back-up device. The patient was noted to be 42-year-old male. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a glenoid anterior labrum tear procedure, while tightening the knot implant of the suturefix it came back out from glenoid bone. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. Debridement done and removed loose bodies. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).